Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-january-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that the short term assays were working correctly after all reagents wash, diluent, and substrate were replaced. The customer later received clog errors. The fse conducted a clot detection adjustment. The aia-900 instrument is operational. No further action is required by field service. The most probable cause for the quality control results were high was the sample clog needed to be adjusted because it was out of specifications.

Event description:
On (B)(6) 2017, a customer reported the quality control results were high on the aia-900 instrument. The customer stated that no errors appeared on the system. The customer completed a daily check and a substrate background check without error. The customer is unable to run patient samples on luteinizing hormone (lh) and follicle stimulating hormone (fsh). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and lh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.